Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic balloon pump(iabp) had fiber optic sensor failure alarm during use with loss of arterial pressure numeric values. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel this report 2249723-2026-0002130 in your database.

Event description:
N/a.